Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon experienced two 511sd trocars with torn outer gaskets. Both trocars were used in the epigastric area (each time the trocar tore, it was exchanged). Upon inserting the third 511sd, the case was completed uneventfully. The or time was extended approx twenty mins.